Event description:
A report was received that a patient underwent a pocket revision because their ipg was uncomfortable in their pocket and had moved horizontally in the patient's side. The physician moved the patient's pocket site to a higher location. The patient is reportedly doing well following the procedure.